Event description:
It was reported via repair work order that the footboard would function intermittently due to crushed connector pins. It was also reported that the nurse call cable was damaged with exposed electrical wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.